Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that during the software maintenance release (smr) upgrade the patient's controller was noted to have a loose power port. The controller was exchanged with no reported effect on the patient. No further information was provided.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event of "loose component". A review of the device's manufacturing inspections indicated that there was a rework performed to replace power port 2's (ps2) cable gasket that was found out of place. After the rework, the unit was reassembled and met all requirements for release. The reported event was confirmed during visual inspection. Analysis of the device revealed that the device failed to meet specifications; the controller failed visual examination due to a loose port 1 connector with a displaced gasket. Power port 2 was found to have a displaced gasket, however, the port was not loose. The most likely root cause of the loose connector and displaced gasket may be attributed to a shift in the manufacturing process. The manufacturer has opened an investigation with the supplier to evaluate the loose components. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.